Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Various complications have been reported with use of retrievable ivc filters. The predominant concern is the development of endothelialization, which would make subsequent removal impossible. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Incorrect orientation of the filter is a known complication for filter placement as indicated in the IFU. The timing and mechanism of the filter tilt remains uncertain. With the limited amount of information available and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
Kumar et al failed retrieval of potentially retrievable ivc filters: a report of two cases; cardiovasc intervent radiol (2006) 29:126-127. Report on a case where 14 days after a temporary optease ivc filter (cordis, (B)(4)) was placed to cover the period of nonanticoagulation when the patient might be at high risk of thromboembolism when anticoagulation was re-established, removal attempted via the femoral route using the recommended snare/sheath combination was unsuccessful. It proved impossible to snare the hook at the lower end of the ivc filter. Attempts were then made to cannulate adjacent strut-gaps in the caudal end of the filter, which caused some deformity of the filter and, therefore, further attempts at retrieval were abandoned. The patient's later postoperative recovery was complicated by a right hemispheric cerebrovascular accident. The filter remained in situ.